Event description:
A peritoneal dialysis (pd) pt called tech support with concerns of overfill for his treatment. He stated that his treatment requires that he fill with 2000ml for each cycle of his treatment. The pt stated he felt no pain or discomfort. The pt's pd rn was contacted, confirmed that the pt experienced no pain or discomfort and did not require medical intervention. A review of the treatment data provided indicate a large drain occurred in cycle 3, there were no overfills recorded. The reported large drain volume exceeds the 180% drain criteria for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drained at drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal cycler (plant investigation) is currently undergoing eval and supplemental report will be submitted upon completion.